Manufacturer narrative:
E1 patient city: (B)(6). Patient country :spain.

Event description:
Reference number (B)(4). Event occurred in spain. On 4-july-2024 it was reported that the patient faced infusion set tape not sticking issue after shower. No further information available.